Event description:
This incident was reported by a third party who stated that the AED stopped working during a rescue attempt. The customer has been asked to provide add¿l details and pt info about the rescue event.

Manufacturer narrative:
Device will be evaluated when it is returned to cardiac science.